Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with several ineffective shocks and a running ventricular tachycardia. A defibrillation threshold -testing was performed to check the correct function of the device and ended successfully. The patient did not present any other symptoms during the vt and was in stable condition afterwards.